Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 2:30 pm (pacific time). Pt's wife ((B)(6)) called in stating that pt (ac) collapsed due to low blood sugar. Pt was unresponsive and sweating. Glucose reading with the prodigy meter at the time of the event was 177mg/dl. Paramedics were called immediately and arrived 20 minutes later. Paramedics performed glucose test with a result of 39mg/dl. Approximately 20 minutes passed between testing with the prodigy meter and the paramedic's meter. Pt was given glucose quick shot. Pt was also given an IV with glucose. Pt recovered and was not transported to ER. There was no record of blood glucose test after treatment. Pdc sent replacement and prepaid envelope requesting return of suspect device.